Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unknown date, the patient started super poligrip (unknown) at unknown dosing. In 2008, the patient experienced neuropathy, nerve injury, zinc poisoning, and copper deficiency. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. In 2008, the patient was diagnosed with neuropathy. Later, after testing, the patient was diagnosed with excess zinc and resulting copper depletion attributable to fixodent and super poligrip denture adhesive products. The patient also experienced heavy metal (zinc) poisoning and neurological damages. According to the legal complaint, the patient suffered from profound and permanent neurological and other injuries attributable to his fixodent and super poligrip denture adhesive products that were known to contain zinc. The patient suffered severe and permanent physical injuries. The patient endured substantial pain and suffering.